Event description:
From staff: patient had documented bonded front tooth prior to procedure on the anesthesia record. When patient woke from procedure she informed recovery nurse that her tooth was broken. Certified registered nurse anesthetist and procedure doctor were informed and came to post op and examined and spoke to patient. Charge nurse and department head were aware. Patient stated that her tooth had been repaired several years ago. Patient had a bite block inserted before the esophagogastroduodenoscopy, the scope inserted through the bite block and the bite block taken out after the procedure. Patient taken to post op.